Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial flutter (post atrial fibrillation ablation) with a thermocool sf smarttouch bi-directional catheter and suffered an st segment elevation/coronary artery stenosis requiring angiography. At the end of the procedure, while ablating at 35 watts, an st elevation occurred. Angiogram performed by the interventional cardiologist confirmed coronary spasm. Upon advancing a coronary wire across the area of spasm, the coronary artery relaxed and the issue resolved. Patient was reported to be in stable condition. Patient did not require extended hospitalization as a result of this adverse event. Patient fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it was most likely related to the patient¿s anatomy.